Event description:
Related manufacturer report number: 2017865-2022-50773. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator and right ventricular lead due to over-sensing. Both the device and lead were explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead was explanted due to over-sensed noise. The device was replaced electively. The patient was stable.